Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the reported clinical observations. The boston scientific sales representative stated the patient will be followed closely by the clinic and no further action was taken as the patient left the country for a few months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation of this system, a check right ventricular (rv) lead message was received. The pacing impedance has been trending high for awhile and was recently 2170 ohms. Threshold measurements were 5.0v so there is no longer a safety margin. The patient is not pacemaker dependent and there were no adverse patient effects reported.

Manufacturer narrative:
A revision procedure was subsequently performed and this device was removed from service and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.